Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent resection of urethral polyp. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and mesh was implanted due to pop, urethral polyp and possible urethral diverticulum.

Manufacturer narrative:
(B)(4).: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.(B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh were implanted. The experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh were implanted. The experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.